Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, a cause for the reported difficult gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a gripper actuation issue. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted without issues. To further reduce mr, an xt clip was inserted. While in the anatomy, gripper actuation was performed, but it was observed that only one gripper lowered. The clip was locked, then unlocked and both gripper were then able to lower. The clip was then deployed without further issues, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.